Event description:
The patient reportedly woke up with a "blister" on their leg on (B)(6) 2025. The patient was seen by the implanting clinician on (B)(6) 2025 who felt the patient had developed a pressure ulcer from nighttime positioning. An antibiotic ointment was prescribed and the patient was instructed not to use/wear the device until the wound has healed. As of (B)(6) 2025, the implanting clinician was happy with the wound healing and gave the ok to wear the device only during the day, below the incision.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the neurostimulator too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. However, the patient is a poor surgical risk as they have an active general infection (uti) and poor skin integrity due to age. Additionally, the patient lives in an assisted living community and depends on the caretakers with wearing the device without irritating the ulcer. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6 "poor surgical risks - peripheral nerve stimulators should not be used on patients who are poor surgical risks or patients with multiple illnesses, active general infections, or other potential surgical risks as identified by the clinician." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient is a poor surgical risk with an active general infection and poor skin integrity due to age (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.